Event description:
Customer reported that while the unit was in use on a pt they smelled smoke and the display went blank and then came back. Pt was switched to another unit and therapy was continued. No pt injury was reported.